Event description:
Physician used an everflex on a highly tortuous external iliac artery. Eia was highly stenosed. Physician attempted to deploy a se 7x80 stent. Physician complained of "foreshortening" the reason for the "foreshortening" was due to tortuosity. Physician placed another stent to cover the rest of the stenosis. Procedure was complete with no consequence to pt.